Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was performed with a proglide device after an unspecified procedure. Reportedly, after use, it was noted that the proglide device was used after the expiration date. There were no issues reported with the device and it successfully achieved hemostasis. There was no adverse patient sequel and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, after use, it was noted that the proglide device was used after the expiration date. Review of the labels attached to the device history record for this lot was conducted and label indicated an expiration date (use by date) of 23-september-2017. It should be noted the proglide instructions for use (IFU), in the graphical symbols for medical device labeling section indicates the use by symbol which is the next to the expiration date. In this case, there was no reported device malfunction or adverse patient sequela. The investigation determined the reported use after expiration appears to be related to the deviation from the IFU. There is no indication of a product quality issue with respect to manufacture, design or labeling.